Event description:
It was reported that this right ventricular (rv) lead was fractured. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Lead was returned severed 28 centimeters (cm) from the terminal end. Only the proximal segment was returned. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors were intact. Hipot test passed - indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities. Laboratory analysis was unable to confirm the reported allegation.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was fractured. This lead was explanted. No additional adverse patient effects were reported.